Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient was started on thalidomine in (B)(6) of 2019 which resolved the gi bleed events. There were no additional issues after this.

Event description:
It was reported that the patient had recurrent gastrointestinal (gi) bleeding since 2016.

Manufacturer narrative:
Section b5: onset of recurrent gi bleeding captured in manufacturer report number 2916596-2021-04393. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.